Event description:
A report was received that the patient was experiencing pocket discomfort as the ipg had migrated. The patient underwent a revision procedure wherein the ipg was removed. No device malfunction was suspected.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.